Event description:
It has been reported that one bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) has been found causing an allergic reaction during use. The following has been provided by the initial reporter: it's noticed that skin redness and swelling during infusion process catheter was removed immediately, hirontol ointment was applied to the wound (B)(6) 2022 patient infusion to give the retention of intravenous retention needle, infusion process nurse found that the patient's skin redness, pain, after checking the absence of leakage needle leakage, immediately give to pull out the retention needle, after using "hi liaotou ointment" local coating.

Manufacturer narrative:
H.6. Investigation: no sample was received for this complaint. There is no sample returned for the investigation of this complaint, the customer¿s experience in the verbatim could not be confirmed. Based on DHR review of this complaint batch, the endotoxins result for this complaint batch is within acceptance criteria.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) has been found causing an allergic reaction during use. The following has been provided by the initial reporter: it's noticed that skin redness and swelling during infusion process catheter was removed immediately, hirontol ointment was applied to the wound. June 22 patient infusion to give the retention of intravenous retention needle, infusion process nurse found that the patient's skin redness, pain, after checking the absence of leakage needle leakage, immediately give to pull out the retention needle, after using "hi liaotou ointment" local coating.